Manufacturer narrative:
Additional information was received by our field service engineer while on site investigating the event. The case in which the event occurred was not the first case for the day. The anesthesia workstation had passed the system checkout successfully in the morning. When the actual case where the event occurred was started, the inspiratory tube on the breathing circuit was by mistake connected to the afgo port instead of the inspiratory outlet. The case was started in manual ventilation mode (during induction) and when the system was switched to automatic ventilation mode alarms were generated. The anesthesiologist identified the problem and connected the inspiratory tube to the inspiratory outlet whereafter the ventilation functioned properly and the surgery continued as planned. The hospital states that the event was a user mistake. The connections to the inspiratory outlet, expiratory inlet and the afgo port on the anesthesia workstation are clearly marked with text and symbols to show where to connect the breathing circuit tubes. The different symbols are also described in the user¿s manual. Our conclusion is that the reported event is related to the user and not a device malfunction. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). H3 other text: 4114.

Event description:
It was reported that when the patient was connected to the anesthesia workstation, the inspiratory breathing circuit tube was connected to the afgo (additional fresh gas outlet) instead of the inspiratory outlet. As a result of the wrong connected breathing circuit the patient was not ventilated. There was no patient harm. (B)(4).